Event description:
"A female connector (blue part) of transfer set was separated from the transfer set (light blue part)." The date of how long the set was in use is unknown. There was no patient injury or medical intervention associated with this incident according to co.